Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called for help setting the basal rates. The customer then stated she was hospitalized for high blood glucose levels. The customer also stated that her medical doctor had made some changes to her basal rates prior to the hospitalization. The blood glucose levels were not reported.